Manufacturer narrative:
Reported event of ¿cut function was engaged for the entire time it was plugged in and even though the surgeon was pressing the coag button, it was cutting¿ was inconclusive. Examination of returned used device 60-7510-005 found that the device worked as intended. Examination was done with system 5000. A root cause cannot be determined; however, based upon evaluation of the device, and additional information received from sales, the original pencil was discarded and the customer sent back a different pencil. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised that these devices should never be used when: there is visible evidence of damage to the exterior of the device, such as cracked or damaged plastic or connector damage. These devices fail the inspection described herein. These devices should be inspected before each use. Visually examine the devices for obvious physical damage, including: cracked, broken, or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, or significant discolorations. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005, push button electrosurgical smoke evacuation handpiece was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿the cut function was engaged for the entire time it was plugged in and even though the surgeon was pressing the coag button, it was cutting. This caused excess bleeding and skin lacerations before it was discovered and switched.¿. The procedure was completed with the use of an alternate device and a two-minute delay. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported injury of excess bleeding and skin lacerations.

Manufacturer narrative:
The reported device is being returned to conmed evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005, push button electrosurgical smoke evacuation handpiece was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿the cut function was engaged for the entire time it was plugged in and even though the surgeon was pressing the coag button, it was cutting. This caused excess bleeding and skin lacerations before it was discovered and switched.¿. The procedure was completed with the use of an alternate device and a two-minute delay. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported injury of excess bleeding and skin lacerations.